Event description:
It was reported that: a nurse walked into the room and the patient was disconnected from the device and the nurse noted that there were no alarms coming from the ventilator. The patient exhibited signs of bradycardia, based on an additional monitoring device posting alarms. A second nurse and therapist came into the room and the therapist manually ventilated the patient. The therapist reported hearing audible alarms and visual postings for minute volume low and low pressure, coming from the ventilator after the patient was disconnected for manual ventilation by the therapist. The patient stabilized and there was no patient injury.